Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, headache, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("always tired"), peripheral swelling ("swelling in my legs"), vomiting ("vomited many different times") and abdominal distension ("looks like I'm five to six months"). The patient was treated with surgery (underwent surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, abdominal pain, migraine, fatigue, peripheral swelling, vomiting and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, peripheral swelling, vomiting and weight increased to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following oones were described in patient¿s social media post : migraine, fatigue, peripheral swelling , vomiting , abdominal distension. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post.added events "migraine", "fatigue", "peripheral swelling", "vomiting ", "abdominal distension." Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. C06818-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("always tired"), peripheral swelling ("swelling in my legs"), vomiting ("vomited many different times"), abdominal distension ("looks like I'm five to six months"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, abdominal pain, migraine, fatigue, peripheral swelling, vomiting, abdominal distension and vaginal haemorrhage outcome was unknown and the menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results: on (B)(6) 2014 essure confirmation test done. Concerning the injuries reported in this case, the following oones were described in patient¿s social media post : migraine, fatigue, peripheral swelling , vomiting , abdominal distension . Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06818-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("always tired"), peripheral swelling ("swelling in my legs"), vomiting ("vomited many different times"), abdominal distension ("looks like I'm five to six months"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and procedural pain ("I'm sorry your still in pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, abdominal pain, migraine, fatigue, peripheral swelling, vomiting, abdominal distension, vaginal haemorrhage and procedural pain outcome was unknown and the menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, procedural pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per social media: on (B)(6) 2017, her colleagues commented " I'm sorry your still in pain." Concerning the injuries reported in this case, the following ones were described in patient¿s social media post : migraine, fatigue, peripheral swelling , vomiting , abdominal distension, procedural pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jan-2020: information received via social media. Event" I'm sorry your still in pain" was added. Seriousness criteria for event genital hemorrhage removed as it is not present in mandatory reportable list. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06818-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("always tired"), peripheral swelling ("swelling in my legs"), vomiting ("vomited many different times"), abdominal distension ("looks like I'm five to six months"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and procedural pain ("I'm sorry your still in pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, abdominal pain, migraine, fatigue, peripheral swelling, vomiting, abdominal distension, vaginal haemorrhage and procedural pain outcome was unknown and the menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, procedural pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per social media: on (B)(6) 2017, her colleagues commented " I'm sorry your still in pain". Concerning the injuries reported in this case, the following ones were described in patient¿s social media post : migraine, fatigue, peripheral swelling , vomiting , abdominal distension, procedural pain" . Lot number c06818 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. C06818) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("always tired"), peripheral swelling ("swelling in my legs"), vomiting ("vomited many different times"), abdominal distension ("looks like I'm five to six months"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, abdominal pain, migraine, fatigue, peripheral swelling, vomiting and abdominal distension outcome was unknown and the menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she need for additional surgery . Diagnostic results: essure confirmation test done . Concerning the injuries reported in this case, the following oones were described in patient¿s social media post : migraine, fatigue, peripheral swelling , vomiting , abdominal distension . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received. Events added: vaginal bleeding, menorrhagia, stomach pain. Events outcomes ,lot number and lab data added also added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C06818-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), headache ("headaches"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("always tired"), peripheral swelling ("swelling in my legs"), vomiting ("vomited many different times"), abdominal distension ("looks like I'm five to six months"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), abdominal pain upper ("stomach pain") and procedural pain ("I'm sorry your still in pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, weight increased, alopecia, abdominal pain, migraine, fatigue, peripheral swelling, vomiting, abdominal distension, vaginal haemorrhage and procedural pain outcome was unknown and the menorrhagia and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, procedural pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per social media: on (B)(6) 2017, her colleagues commented " I'm sorry your still in pain". Concerning the injuries reported in this case, the following ones were described in patient¿s social media post : migraine, fatigue, peripheral swelling , vomiting , abdominal distension, procedural pain" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: information received via social media. Event" I'm sorry your still in pain" was added. Seriousness criteria for event genital hemorrhage removed as it is not present in mandatory reportable list. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.